Event description:
A customer stated that unexpected negative reactivity was obtained with a patient sample on galileo neo (B)(4).

Manufacturer narrative:
The image result files for the unexpected reactivity were reviewed and results visually appeared as reported by the instrument. The unexpected reactivity appears to be sample-related. The instrument is operating according to specifications.